Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
Blood leakage from the back end of the balloon on insertion through femoral artery. Balloon appeared to be full of blood.

Manufacturer narrative:
09/21/2017 12:13 pm (gmt-4:00) added by (B)(6): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
Blood leakage from the back end of the balloon on insertion through femoral artery. Balloon appeared to be full of blood.

Manufacturer narrative:
10/03/2017 (B)(4): age at time of the event from: 71 to: 70 and date of birth: from: (B)(6) to: (B)(6).

Event description:
It was reported that there was blood leakage from the back end of the intra-aortic balloon (iab) upon insertion through femoral artery. The iab appeared to be full of blood. There was no injury or harm to the patient.

Manufacturer narrative:
10/04/2017 (B)(4): patient's age: (B)(6).

Event description:
It was reported that there was blood leakage from the back end of the intra-aortic balloon (iab) upon insertion through femoral artery. The iab appeared to be full of blood. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that there was blood leakage from the back end of the intra-aortic balloon (iab) upon insertion through femoral artery. The iab appeared to be full of blood. There was no injury or harm to the patient.